Manufacturer narrative:
(B)(4). Secondary surgical intervention, lens exchanged for a longer lens. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -13.50 diopter in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found no visible damage; measurement within specifications. (B)(4).